Event description:
Pt had a 4french double midline placed on (B)(6) 2020. When receiving bolus of fluid leaking from around the site noted, no leaking noted with 20cc power flush according to previous nurse. Midline discontinued due to pt not needing anymore, biopatch saturated with fluid upon removal. FDA safety report ID #: (B)(4).